Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to occlusion of device or native vessel and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular reintervention procedure on an endurant graft in the left common iliac artery that had become aneurysmal utilizing a gore® excluder® iliac branch endoprosthesis. There was aneurysm growth (size unknown) that led to the ibe being implanted. The patient tolerated the procedure. During a follow up CT scan (date unknown) the occlusion was discovered on the external iliac due to a kink in the ibe as there was acute angle in the aneurysm in the left common iliac. On (B)(6) 2022, the patient was taken in for a planned surgical conversion because the external limb (ibe) had occluded. The patient tolerated the procedure.

Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to occlusion of device or native vessel and reoperation. H6: removed investigation conclusion code d1102, code d12 remains unchanged.

Manufacturer narrative:
Imaging evaluation summary: -the pre-deployment angiogram appears to demonstrate patent iliac vessels. -the ibe device appears to be implanted within an existing endograft. The end of the previous implanted endograft appears to end prior to a 105-degree angle. -the proximal trunk of the ibe is implanted within the distal bell bottom. -the ibe ipsi limb is not visible as it seems it is compressed due to the combination of vessel angulation and the previous implanted limb. The other endograft is essentially a ¿dead-end¿ pinching the ibe¿s limb. -there is no contrast visualized within the ibe¿s ipsi limb after it is trapped against the previous implanted limb. -the left common femoral artery appears to re-perfuse from collateral vessels. Corrected: h6: investigation conclusion.